Event description:
The pt was admitted to the hospital with what was reported by the nurses to be an open draining wound along the path of the catheter. On (B)(6) 2011, they began decreasing the pt's intrathecal baclofen (itb) dose by 50% every 24 hrs. On (B)(6) 2011, her daily dose of baclofen 600 mcg/day; it was reduced to 300 mcg/day. On (B)(6) 2011 it was reduced to 150 mcg/day. On (B)(6) 2011, the dose was reduced to 96 mcg/day (the lowest infusion rate possible for a concentration of 2000 mcg/ml). The next day they planned to program the pump to minimal infusion rate and then on (B)(6) 2011, they planned to remove the pump. They realized that it was a rapid decrease of itb, but it was deemed necessary because of the infection. The pt was started on oral baclofen to replace the itb. As of (B)(6) 2011, the pt had no evidence of under dose or withdrawal. It was later reported that the devices were removed and the pt did not have any symptoms of withdrawal. The pt was still receiving oral baclofen and was doing as well as expected.

Manufacturer narrative:
(B)(4).